Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an arrhythmia at 200 bpm with the ICD vf zone set to 214 bpm, fvt via vt 188-214 bpm; the implantable cardioverter defibrillator (ICD) withheld therapy due to wavelet discriminator detecting the arrhythmia as an svt. The episode lasted several minutes until the arrhythmia accelerated into the vf zone when an appropriate shock was delivered. The device was functioning as programmed. A programming intervention was completed to reprogram the device and the wavelet feature was reprogrammed to "monitor." No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.